Event description:
It was reported that upon completion of a da vinci si cholecystectomy procedure the vessel sealer instrument tip was broken and the instrument was difficult to remove from the cannula. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument tip was not broken. Failure analysis also observed that the grip cable wires routed through holes 6 and 7 on the wrist disc were broken and stuck out at the snake wrist. No additional damage was found on the snake wrist and no other cables were damaged. The instrument knife blade was not exposed. Some debris was found on one electrode and along both blade tracks. The customer returned the instrument with the instrument control box cord cut off. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.